Event description:
It was reported that the 9800 system would not send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video connection was repaired during the service call. The sys was tested and found to be working as intended, and put back into service.